Event description:
It was reported that shaft break occurred. The target lesion was located in coronary artery. A 3.50 x 28mm synergy megatron drug-eluting stent was advanced for treatment. However, during the procedure, the stent was deformed. When the device was removed, the mid shaft broke. Everything came out with no issues and the procedure was completed with a different device. There were no patient complications reported.